Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, door 4 failed and not allowed the facility to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 4 was failed. A field service engineer asked the customer to log into pyxis and inventory medications in door 4, and the process worked without issue, used the keys to open all eight doors, which triggered eight failures that required recovery. Customer successfully recovered all eight doors without any issues. Fse repeated the process and did not observe any failures. Customer then inventoried medications in doors 4 and 8 again. Fse and the customer were unable to recreate the reported failure and identified a possible cause as a medication bin being partially pulled out, which may have triggered the error. Customer inventoried medications multiple times in doors 4 and 8 and did not encounter any issues. The system functioned as intended after the field service engineer repaired the device.